Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter hub cracked during the insertion and leaked. The following information was provided by the initial reporter: "hub cracked upon insertion, was leaking from crack."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 1/18/2022. H6: investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly. Upon inspection of the catheter adapter assembly, it was found that the blue adapter has been damaged. The damage observed to the adapter most likely occurred during the manufacturing process. This type of damage may occur while the adapter is placed nose first into a transfer pallet. The damage would most likely occur due to a station jam or misalignment between the part and machinery. Operators are to perform inspections for cracking and leakage of the adapter per our sampling plan. When a station jams, the operator is responsible for inspecting the jam and removing any affected components before restarting the line. If the parts are not detected or removed, they would likely continue through the manufacturing process resulting in the product being received by the customer. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter hub cracked during the insertion and leaked. The following information was provided by the initial reporter: "hub cracked upon insertion, was leaking from crack."